Manufacturer narrative:
(B)(4).device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok button was found to be intermittently responding to presses; none of the keypad buttons had normal spring back. The keypad was removed and corrosion was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the ok keypad button became unresponsive while attempting to program a bolus. She stated that the button feels like "a bubble". She confirmed that the keypad is intact. The patient stated that she wears the pump in her bra, and does not clean the pump.